Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultraping meter had a line through the display. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6), 2012 at 5:00pm. The patient stated that he manages his diabetes with the insulin pump and on the same day, an hour later, he increased his novolog intake by two units in response to the reported issue. Immediately after, the patient claimed to have developed symptoms of "being tired and of not feeling well" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that there was any evidence of misuse. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (04/30/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.